Manufacturer narrative:
Pump passed the self test and displacement test. However, pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure. The customer¿s blood glucose level was 85 mg/dl at the time of incident. The customer was assisted with troubleshoot. Customer was unable to complete rewind pump. Customer decline troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.